Event description:
Catheter placed in 2007. Catheter was not draining urine. Rn noted decreased urine output. Rn palpated full bladder. Attempted to irrigate catheter without success. Catheter removed and replaced. Patient incontinent of urine when catheter removed and 1500 ml urine output within 2 hours of catheter replacement.